Event description:
A memory lens had been implanted in a pt's right eye in 2002. Dr reports no surgical complications. Moderate opacification diagnosed at 2002 visit. Performed post capsulotomy 2003 od with no improvement. Visual acuity 20/200 od 3 months later. Pre-existing history of macular degeneration, so may not be good candidate for iol replacement od. Next scheduled eval 2003. No further info is available.